Manufacturer narrative:
Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue.

Event description:
It was reported while using the catheter for an ablation procedure. Leakage was noted at the handle. There were no consequences to the pt.